Event description:
It was reported that this pacemaker was part of a system revision due to infection and pain on the implant site. There were no additional adverse patient effects reported. The pacemaker remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.